Event description:
It was reported that pixels were missing and there was lens damage during testing. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. Pixels missing, lens damage issue was found during the investigation. One of line pixels were missing on the liquid crystal display and lens were damaged. Root cause was found to be the missing segment. Replaced liquid crystal display and lens.